Event description:
Event description guidant received information that within the first week of implant of this implantable transvenous defibrillation lead, it exhibited elevated thresholds and was determined to be dislodged.